Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device material covering downstream sensor was able to be pulled back and the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of an issue with the downstream occlusion (dso) sensor. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. A degraded dso seal was found. The degraded dso seal was replaced, and the pump was calibrated. Device passed all testing post repair.